Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for an atrial tachycardia with rapid ventricular response (rvr). Technical services (ts) discussed the likelihood of difficulty programming around the rhythm and discussed potential rate control strategies may need to be considered. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.